Event description:
82 y/o hx sudden cardiac death presented to mc with increased shocks from ICD. Hx transvenous ICD implanted 8/16/93. On eval abnormal sensing (oversensing) of the device was noted by beep-o-gram. Pt taken to or for extraction of endotak lead with new system implant. ICD was also replaced due to end of life status.